Manufacturer narrative:
The reported complaint of "the platform stopped compressions and displayed 'realign patient' error message" was confirmed based on the archive data review, but it was not confirmed during functional testing. The platform functioned as intended, and no device malfunction was observed during the testing. The root cause for the reported complaint was due to the stiffness of the patient's chest. Visual inspection was performed and found no physical damage to the autopulse platform. A review of the autopulse platform archive was performed, and multiple user advisory (ua)17 (max motor on time exceeded during active operation) was observed. Per archive, the user pressed restart to clear the ua17. The autopulse platform was used again with the same battery and stopped performing compressions 14 more times due to ua17 again. The max load sum (exceeded 265 lbs. Calculated [count/2.52 lbs) indicated the autopulse did not reach target depth within the specification due to the stiffness of the patient chest. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest, a twisted lifeband, and/or the length of time the platform was used performing continuous compression. During a ua 17 error message, the platform is trying to achieve the 20% compression but did not have enough power to achieve this compression rate within 0.38 seconds. The autopulse platform passed the functional testing without any fault or error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. He autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During active operation of the autopulse platform (sn: (B)(4)), the platform stopped compressions after 16 minutes and displayed "realign patient" error message. The customer realigned the autopulse lifeband multiple times during the 17th and 18th minute of the 20-minute interval use of the autopulse system, and the error message was cleared intermittently. Eventually, the customer discontinued using the autopulse platform and switched to manual CPR. Manual CPR was performed for 2 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient expired.